Event description:
It was reported by service report that both footend siderails were broken and could not be locked in the up position due to broken timing links. It was further reported. There were sharp edges on the timing links. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: timing link.